Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigating the actual device used in the incident, it was determined that the validation code did not work. A technical support specialist (tss) verified the code with the user and confirmed that the user had entered an override along with the code when the patient medication order was already on the profile. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower validation code was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.